Event description:
It was reported that the patient experienced unspecified issues with his inflatable penile prosthesis (ipp). A surgical procedure was performed in which the pump was repositioned. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available.